Event description:
Reportedly, the device was implanted on (B)(6) 2015 and connected to the existing atrial and ventricular leads (implanted in 2000). During the follow-up performed on (B)(6) 2015, the physician noted abnormal egm recordings in the device memories. There were different episodes with noise sensing in both channels (mostly recorded on (B)(6) 2015). According to the patient, he did not use any electrical equipment. The noise could be reproduced by different provocative tests associated with oversensing in both channels. The x-ray result did not reveal any leads or connection issue. Preliminary analysis of provided data confirmed the reported behavior. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention, so as to check the integrity of the pacing system).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and connected to the existing atrial and ventricular leads (implanted in 2000). During the follow-up performed on (B)(6) 2015, the physician noted abnormal egm recordings in the device memories. There were different episodes with noise sensing in both channels (mostly recorded on (B)(6) 2015). According to the patient, he did not use any electrical equipment. The noise could be reproduced by different provocative tests associated with oversensing in both channels. The x-ray result did not reveal any leads or connection issue. Preliminary analysis of provided data confirmed the reported behavior. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention, so as to check the integrity of the pacing system).